Manufacturer narrative:
H3) two enclosure chargers were returned for analysis. Functional testing determined that one enclosure charger was malfunctioning and the other was functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000175 , lot/serial #: c181120083 ; product ID: bi71000176, rev. 5 - s/n: (B)(6) ; product ID: bi71000195, lot/serial #: rev. 3 - s/n: (B)(6) h3) the charger enclosure was returned to the manufacture for evaluation and is still under analysis at this time. B21, c21, d16 the power enclosure was returned to the manufacture for evaluation. After functional testing, performance testing, and visual/physical examination the reported issue was not confirmed. Unable to confirm reported complaint. Power conversion passed bench testing . Install power conversion into test system. System booted and readied several times without issue. Multiple 2d and 3d images were performed successfully. No fault found while under test. B01, c19, d14 the power tray was returned to the manufacture for evaluation. After functional testing, performance testing, and visual/physical examination the reported issue was confirmed. It was verified that both fuses in the power tray tested good. The power tray was installed into a test system. The power tray assembly did not power on the charger enclosure assembly. Faulty power tray assembly. B01, c02, d02 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000175r, lot/serial #: unknown ; product ID: bi71000163, lot/serial #: none ; product ID: bi71000175, lot/serial #: unknown ; product ID: bi71000860, lot/serial #: unknown ; product ID: bi71000861, lot/serial #: unknown. The manufacturer representative went to the site to test the imaging system. The firmware version was only visible on the charger 16 and backplane, na on charger 1 to 15. It was not possible to update the firmware of charger 1 to 15. On the charger boards, only the board 15 had the green light on, all others had no light at all. They reset the "gfi" although there was no red light. They expected the voltage on and from power enclosure checked and present. The new power charger suspected to be damaged, new one to be ordered. The power tray was to be replaced in order to have a new j4 connector and upgrading to the rotary switch. Power conversion enclosure to be replace as well. The battery charger enclosure and battery tray 4 replaced but system would still not charge although the green charging light on front panel was on. They found the cable 8 of j4 connector from charger enclosure was out, clipped back in and the issue persisted. There was no short visible on the battery tray, the 4 fuses of the battery tray number 4 were good. The battery charger enclosure to be replaced along with the battery tray number 4. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system was not powering on. It was reported that the power light was not illuminated on the front panel of the imaging system. There was no patient present when this issue was identified.

Manufacturer narrative:
D9/h2/h3/h6: the battery tray was returned and analyzed. The tray passed visual inspection but failed bench testing due to the batteries not holding a charge. Codes b01, c02 and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000175r, lot/serial #: (B)(6) ; product ID: bi71000163, lot/serial # none ; product ID: bi71000175 ; lot/serial #: (B)(6) ; product ID: bi71000860, lot/serial #: (B)(6) ; product ID: bi71000861, lot/serial #: none h3) the manufacture representative went to the site to test the imaging system. Troubleshooting was performed and the firmware version only visible on charger 16 and backplane, it was not applicable on charger 1 to 15. It was not possible to update the firmware on charger 1 to 15, result was failed. On the charger boards, only the board 15 has the green light on, all others have no light at all. There was no red light on the backplane, d12, d1, d20, d15, d7 were green. The reset of the gfi although there was no red light. They expected the voltage on and from power enclosure checked and present. The battery charger failed no imaging was possible. A new power charger suspected to be damaged, new one to be ordered. The power tray to be replaced in order to have a new j4 connector and upgrading to the rotary switch. The power conversion enclosure to be replace as well. The battery charger enclosure, power conversion enclosure and power tray replaced. Firmware installed. System functions checked. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.